Manufacturer narrative:
The device has been received for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited battery depletion. Moreover, the patient experienced pocket discomfort and therefore required a pocket revision. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. If information is provided in the future, a supplemental report will be issued. The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker exhibited battery depletion. Moreover, the patient experienced pocket discomfort and therefore required a pocket revision. The device was explanted. No additional adverse patient effects were reported.